Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during CT examination after the needle of power lock was accessed to the port body of powerport, contrast medium leaked from the cap of the luer connector of y-site. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site cap was confirmed; however, the root cause was not identified. The product returned for evaluation was one 19ga powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. End caps were attached to both luer adapters. White crystalline residue was observed between the y-site luer and end cap. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. Microscopic inspection of the sample confirmed clear crystalline residue between the y-site luer and the end cap. Following removal of the cap, abundant residue was confirmed around the entire circumference of the luer. The luer adapter orifice was measured using an iso taper gauge and was found to be within specifications. While no functional or dimensional failure was found during evaluation of the returned sample; however, the residue between the cap and the y-site luer appeared consistent with precipitate residue, suggesting that leakage at the interface between the luer and the cap did occur at some point. The cause for that leakage could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include not tightening the y-site connector prior to infusion. Evaluation findings herein.

Event description:
It was reported that during CT examination after the needle of power lock was accessed to the port body of powerport, contrast medium leaked from the cap of the luer connector of y-site. There was no reported patient injury.